Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was frozen and unresponsive. Additionally, the customer experienced difficulty charging the pump and the battery was depleting quickly. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined troubleshooting.